Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited noise resulting in inappropriate auto mode switch episodes. The noise was unable to be reproduced in clinic. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).